Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the lead as a partial middle portion of the lead, returned in one piece measuring 36.0 / 33.3 cm (inner coil and cables / lead insulation). External insulation abrasions were found at 4.3 ¿ 5.0 cm and at 5.8 ¿ 6.1 cm proximal to the suture sleeve tie impressions breaching the two unknown cable lumens consistent with friction to the device can. The etfe cable coating for both lumens were intact in these locations. Multiple internal insulation abrasions were also found at 12.4 -15.2 cm, at 28.6 ¿ 28.9 cm, and at 31.4 -33.3 cm distal to the suture sleeve tie impression breaching the unknown cable and the inner coil lumens. The etfe cable coating and ptfe liner were intact in these locations. Both ends of the abrasion was found to be damaged consistent with procedural damage. "Abbott is continuing to monitor this issue".

Event description:
This report is to advise of an event observed during analysis.